Event description:
It was reported that the procedure was to treat an unknown lesion. A balance middleweight (bmw) universal ii guide wire was advanced to the lesion and then an attempt was made to cross the lesion with an unknown balloon catheter; however, the balloon was removed. During removal of the balloon catheter, a snag was felt and when the guide wire was removed a portion of the polymer coating was peeling. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported peeled polymer was confirmed via returned device analysis. Although, difficult to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.